Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there was a travel reverse error. The device was visually inspected. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the potentiometer position sensor, clutches, gear, worm coupling and motor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited a broken circuit and exhibited an error. During physical inspection, it was found that there was an issue with the potentiometer position sensor. There was no patient involvement, no injury was reported.